Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant of the left ventricular (lv) lead, a dissection of the coronary sinus was observed following use of the delivery catheter. The lv lead was not implanted. The patient was stable following the procedure and will continue to be monitored.